Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. Customer called back after getting a battery cap replacement. Blood glucose level at the time of the incident was 113 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. No blank display noted during testing. Unit functioning properly.